Manufacturer narrative:
Continued h.6: f2203.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and brown particles in the gel. A visual and microscopic analysis was performed which identified: sharp broken on posterior and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Physician reported rupture, discovered by MRI, mammography and ultrasound, and capsular contracture, baker grade iii. Right side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture.

Event description:
Physician reported rupture, discovered by MRI, mammography and ultrasound, and capsular contracture, baker grade iii. Right side. Device remains implanted.